Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had recorded shocking impedance measurements that were out of range on two separate occassions. The r-waves, pacing impedance and pacing thresholds were all stable.